Manufacturer narrative:
(B)(4). Batch #: v95g6c. Investigation summary: the analysis results found that an er320 device was received with the trigger jammed. The device was disassembled to evaluate the condition of the internal components and the trigger was found bent and cracked, not allowing the clips to fed into the jaws. In addition, 19 clips were found remaining inside the clip track. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The damaged on the device could be that the internal ribs were being gauged by the feeder link, causing the trigger to experienced additional force that could interfere with the firing of the device. Additional information was requested, and the following was obtained: please clarify how the ¿trigger was not worked.¿ did device not feed clips? Did device not fire clips (jammed)? If other, please specify. Were there any patient consequences? If yes, please describe. It's unknown.

Event description:
It was reported that during an unknown procedure, the trigger would not work.